Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no signs of blood detected. Upon visual analysis, it was observed that one of the connector heads on one of the ends of the cord was shown to be broken. There were no other visual defects detected. Based on the returned condition of the device, the reported failure "break; cord" is confirmed.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure hemopro2 extension cable came apart when disconnecting. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure hemopro2 extension cable came apart when disconnecting. No patient involvement.